Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caiman instrument. According to the complaint description: "cannot seal the tissue, jaw condition is not normal." There was no patient harm. The surgery was just delayed for a few minutes. Another spare product was available, which was used instead. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a contaminated condition with jaw locked in closed position. Investigation: at first we made a visible inspection of the instrument. Except the closed jaw we found no outwardly defects, abnormalities or damages. In the next step we investigated the mechanical functions. Here we noticed that the jaw opened haltingly and the clamping function didn't work correctly. For a further investigation we opened the handle to check the clamping mechanism inside. Here we found no defects like broken or lack setting parts. In the next step we tested the pulling wires inside the shaft by pulling on the actuation collar. Here we found a weak function. Further we performed an electric resistance measuring (the pulling wires are the transmission line for the rf- power of the upper jaw). Here we detected constantly changing and unusual high resistance values until up to infinite. This is a further evidence for a broken pulling wire. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect, that the surgeon has grasped too much or too thick tissue. The instructions for use (IFU) points out, to avoid grasping too much or too thick tissue.